Event description:
It was reported that the patient with this right ventricular (rv) lead underwent lead extraction due to vessel occlusion; however, a small portion of the rv lead tip remains in the heart. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent lead extraction due to vessel occlusion; however, a small portion of the rv lead tip remains in the heart. No additional adverse patient effects were reported.